Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the representative was unable to replicate the reported issue.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative on behalf of site reported that during a procedure, a 3d mode disabled, navigation connected not ready error message on the imaging system. It was reported that site was able to perform 2d images. The procedure was completed without the use of imaging. There was a delay 15 minutes to procedure. No information was provided on patient outcome.